Manufacturer narrative:
No photo or sample was received for the customer's complaint of tubing defects. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review for model 2465-0007 lot number 24055589 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by the customer that there was an issue with bd alaris pump infusion set smart site bag access non-vented ref number (B)(4). The pharmacy made the medication opdivo in 100 ml sodium chloride and primed the tubing with 0.9% sodium chloride and attached to the 100 ml bag. It was delivered to the floor and the nurse when she went to hang it- the tubing broke and a small amount of fluid spilled in the infusion area. I have never seen tubing break like this and the nurse said there wasn't a lot of tension on the line.